Event description:
A protege stent was placed across in the sfa and the stent would not deploy. A dissection and thrombus in the left sfa was noted during the manipulation of the wire and stent delivery system when trying to deploy the stent. It is reported that there was pressure applied while trying to pul back the stent delivery system. The stent with guidewire and delivery system was pulled out of the patient's body. After observing the patient no intervention performed and the patient was discharged.